Event description:
Pt death on (B)(6) 2010, after stroke. The patient presented to the ER on (B)(6) 2010 with symptoms suggesting a stroke. Eval confirmed a stroke in the distribution of the right middle cerebral artery. He developed cerebral edema with brain-stem herniation and expired. The presumed etiology is a thrombo-embolic event original from the valve in an under-anticoagulated patient. Inr was in the range 1.7-2.0, should be 2.0 to 3.0. According to dr (B)(6), the patient had no significant medical issues until he presented on (B)(6) 2010. To ER at (B)(6) hosp in (B)(6). Due to uncertainty in the time of onset of his symptoms, he was not considered to be a candidate for thrombolytics therapy. After his admission, his clinical condition rapidly deteriorated.

Manufacturer narrative:
The valve is not available for investigation. There was no autopsy. Review of the device history records indicate the valve was built per specifications.